Event description:
It was reported that during routine follow up, intermittent loss of capture was noted. X-ray revealed the lead was dislodged back into the subclavian vein. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.